Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 345 mg/dl. Caller stated that the customer has had the pump for 2 years. Customer's blood glucose level was 345 mg/dl. Caller stated that the pump won't let him go up the number he presses on the up arrow. Caller also stated that it is really hard to push the buttons down. Customer usually takes good care of the pump. Customer also had a motor error alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer is able to complete the rewind sequence. Customer also had an unexpected restart alarm but caller did not want to troubleshoot for the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.